Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged te, "adjust belt" and "check therapy pad" messages) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the test failure and reported messages was isolated to an open rear pulse wire in the trunk cable. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it had a damaged therapy electrode (te) and that a patient was receiving "adjust belt" and "check therapy pad" messages.